Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making a grinding noise when running, had a worn coupling head, failed the test bench power test and the device stopped running. It was noted that the device was received in good condition. It was further determined that the internal components were corroded and the wire insulation on electronic control unit was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and care. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device was making a grinding sound when activated. During in-house engineering evaluation, it was observed that the device stopped running. The event was not reported to have occurred during surgery. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.